Manufacturer narrative:
D2b: pro code: (product code) dqy.

Event description:
It was reported that removal difficulties occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced. The balloon was inflated twice at 40 atmospheres for 1 minute with no apparent issue. The balloon was deflated but with no success. The device was unable to be removed and resistance was felt. Subsequently, the device was removed together with the sheath and the procedure was completed with this device. No patient complications were reported.